Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was spontaneously rebooting on its own. Additionally, it was getting "file not found on c drive" and "run check disk" error messages. The unit was in use on patients, but no patient harm was reported. He sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was spontaneously rebooting on its own. Additionally, it was getting "file not found on c drive" and "run check disk" error messages.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was spontaneously rebooting on its own. Additionally, it was getting "file not found on c drive" and "run check disk" error messages. The unit was in use on patients, but no patient harm was reported. The (B)(6) sent the unit in for repair and the unit has been evaluated. The reported problem of the "cns rebooting itself" could not be duplicated through testing, trouble shooting and extended operation of the device. Replacing both hdd due to the old hdd degrading. Review of the device history indicates no previous cnd status. The unit operates to manufacturer's specifications.